Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock to the patient. Review of the system noted high out of range pacing impedance measurements on the right ventricular (rv) channel. Oversensing of noise as well as loss of capture and a rise in thresholds were also noted on the rv channel. The ICD had been reprogrammed and surgical intervention was performed to address the issue. No additional adverse patient effects were reported.